Event description:
Literature was reviewed regarding comparative efficacy of deep brain stimulation to the globus pallidus internus versus the subthalamic nucleus in parkinson's disease. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: 3389 (stn as target) ns 3387 (gpi as target) four contact electrodes. Among patients adverse events / device product performance issues included: one patient in the group stn experienced electrode shift related to surgery. One patient in the group gpi experienced electrode breakage related to surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (lot: unknown); product type: 0200-lead; implant date ; explant date brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date ; explant date g2: citation: authors: s. Mingming,z. Zhaohui,q. Lihong,w. Xin,w. Bao,l. Nan,w. Xuelian. Comparative efficacy of deep brain stimulation to the globus pallidus internus versus the subthalamic nucleus in parkinson's disease. Alternative therapies in health and medicine 2024. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.